Event description:
Difficulty placing PICC line on patient. Upon removing wire discovered the magnet was broken off. Chest xray order and physician an manager notified. Broken part of the wire with magnet was found in the patient right lower lobe of the lung. FDA safety report ID# (B)(4).